Manufacturer narrative:
H10: the customer reported that the data acquisition board was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not blowing enough air. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted the issue and the customer was not in front of equipment during troubleshooting so it could not be confirmed what alarm was being displayed. The rse advised the customer to check the event log, to see if any errors were noted. Investigation ongoing / resolution pending.